Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 90 %target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.5x20mm maverick balloon catheter was used to predilate the lesion and a 2.50x24mm promus element plus stent was selected and advanced but unable to cross the lesion. The catheter was removed and the product was completed with another size of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. Some struts on the first row on the distal end of the stent were stretched out towards the distal markerband. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).